Event description:
The customer reported that a surgeon was burned on his index finger. The covidien generator was in use with non-covidien accessories. Additional questions have been asked of the site.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under eval. When the unit eval is complete a follow-up report will be submitted.